Event description:
It was reported that intermittently, the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Technical support instructed the customer to plug the wall adapter into a known working outlet and wait for at least 30 consecutive minutes to see if the pump would begin charging. Ultimately, customer will continue to use current pump for insulin therapy.